Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was thicker and stiffer than usual. The complainant allegedly was unable to insert the catheter.

Event description:
It was reported that the catheter was thicker and stiffer than usual. The complainant allegedly was unable to insert the catheter.

Manufacturer narrative:
The reported event was inconclusive. The evaluation of the photo sample could not determine any device characteristics related to the reported event of thick diameter. The dimensional and functional evaluation of the device was not possible without receipt of the original sample. Visual evaluation of the photo sample noted no obvious defect. The devices were not used and were in original packaging. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Bard and bardex are trademarks and/or registered trademarks of c. R. Bard, inc. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box."